Event description:
It was reported via repair work order that the power pro cot would not raise to full height due to broken bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.